Manufacturer narrative:
(B)(4). D10: unknown head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the surgeon that the patient underwent an initial hip procedure and was revised after an unknown amount of time due to a dislocation. It was reported by the surgeon that no more information is available.